Event description:
It was reported that a patient received an inappropriate shock for atrial tachycardia with rapid ventricular response. Programming changes were recommended and the device remains implanted. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.